Event description:
I had lasik surgery using wavefront intralase technology in 2007. Before having the surgery, I consulted with dr a month earlier, and asked her specifically if my permanently enlarged left pupil prohibits me from being a candidate for lasik. Note my pupil was left enlarged after a concussion, and hematoma resulting from a car accident in 1985. I had put off lasik for yrs in fear that the pupil dilation might prevent me from being eligible for lasik. Dr immediately responded telling me that the enlarged pupil wouldn't be a problem. Not much thought went into the response, but I assumed she knew what she was talking about as a doctor at tlc. I went ahead with the surgery on original date, performed by another dr. I knew something was wrong immediately after waking up from my post-operative nap that evening. My vision was horrible. And it is difficult to describe. It is more than just blurry. I have terrible glare/halos. I could barely drive at night. Today I suffer from extreme sensitivity to light. I have floaters or otherwise gray splotches in my vision. I have blurry vision that was not just blurry, but the blur follows my focus. I attended several follow-up appointments with second dr over several weeks. He continued to tell me that my eyes were healing and vision would get better. I told him I thought it was getting worse. Finally, in approx three months later, my records were sent to board of advisors, and it was determined that my right eye was undercorrected. Worse, my left eye had suffered a de-centered ablation. It is now over a yr later. The doctors have told me they can't fix my left. Also, my vision in that eye is no longer correctible since I had the lasik. I've been told I have to wait for topographic-guided ablation to be FDA-approved to have my eyes fixed. Then I was told I could have the surgery in another country. Then I was told I am waiting for an even newer technology called ivis, still not available even in another country. I've seen several specialists. Dr(third) told me last week that my decentered ablation was a direct result of the enlarged pupil. Drs should have never performed lasik on my left eye, as they were well aware of the enlarged left pupil.